Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic balloon. During deployment, three unsuccessful attempts were made. At the point of no recapture, the valve frame would not expand as expected due to 'bulky' calcification and the patient's blood pressure did not increase. The valve was recaptured into the delivery catheter system (dcs) and the dcs was withdrawn from the patient. A second pre-implant bav was performed with a larger balloon. A new valve and dcs were used for the procedure. Unspecified paravalvular leak was noted and a post-implant bav was performed. Following the implant procedure, the patient¿s presentation was noted to be drowsy. On the first post-operative day, the patient was able to open eyes and move limbs; however, a marked decrease in level of consciousness was observed. Magnetic resonance imaging of the patient¿s head revealed multiple cerebral infarctions. It was further noted a reduced cerebral perfusion was due to ¿embolic¿ and hemodynamics. On the third and seventh post-operative days, a computed tomography of the head was also performed and confirmed the cerebral infarct was resolving. Results were negative of hemorrhagic stroke. The patient will be systemically managed and participate in rehabilitation therapy. Per physician assessment, the valve implant procedure may have been a contributing cause of the stroke; the relationship between the valve and stroke is unknown. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant devices are: product ID: evproplus-26us, serial#: (B)(4), ubd: 20-sep-2024, UDI#: (B)(4); product ID: d-evprop2329us, lot#: 0011286950, ubd: 27-jun-2024, UDI#: (B)(4). The first valve and dcs were reported as associated devices as potential contributing factors to the stroke. Product analysis: the device was discarded and no procedural images were submitted for review; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Updated b5. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received which reported that mild paravalvular leak (pvl) was present following the implant of the valve. A post bav was performed, however did not reduce the pvl. Mild pvl remained at the end of the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
The delivery catheter system (dcs) was discarded; therefore product analysis can be performed. Procedural images were not received for review. Recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. It was reported that the valve frame would not expand as expected due to 'bulky' calcification. This indicated that the likely cause of the difficulties positioning the valve were anatomy related. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. A variety of factors can influence the onset of stroke. Per the physician, the valve implant procedure may have been a contributing cause of the stroke, however the relationship between the valve and stroke is unknown. Stroke is a known potential adverse effect per the device instructions for use (IFU). Paravalvular leak (pvl) can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. Mild pvl has minimal impact on the patient and is generally deemed an acceptable residual condition. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the attempted implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed with a non-medtronic (z-med) balloon. During deployment, three unsuccessful attempts were made. At the point of no recapture, the valve frame would not expand as expected due to 'bulky' calcification and the patient's blood pressure did not increase. The valve was recaptured into the delivery catheter system (dcs) and the dcs was withdrawn from the patient. A second pre-implant bav was performed with a larger balloon. A new valve and dcs were used for the procedure. Unspecified paravalvular leak was noted and a post-implant bav was performed. Following the implant procedure, the patient¿s presentation was noted to be drowsy. On the first post-operative day, the patient was able to open eyes and move limbs; however, a marked decrease in level of consciousness was observed. Magnetic resonance imaging of the patient¿s head revealed multiple cerebral infarctions. It was further noted a reduced cerebral perfusion was due to ¿embolic¿ and hemodynamics. On the third and seventh post-operative days, a computed tomography of the head was also performed and confirmed the cerebral infarct was resolving. Results were negative of hemorrhagic stroke. The patient will be systemically managed and participate in rehabilitation therapy. Per physician assessment, the valve implant procedure may have been a contributing cause of the stroke; the relationship between the valve and stroke is unknown. No additional adverse patient effects were reported. Additional information was received which reported that mild paravalvular leak (pvl) was present following the implant of the valve. A post bav was performed, however did not reduce the pvl. Mild pvl remained at the end of the procedure. No additional adverse patient effects were reported. Additional information was received that one year and two weeks following the valve implant, the patient died due to congestive heart failure (chf). Per the physician, it was unknown whether the death was related to the valve.

Manufacturer narrative:
Updated: b2, b5, h1, h6 corrected: b1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.